Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a damaged lead tip. Parts of the silicone sealing and all fixation tines were missing. These damages most likely resulted from the twiddler's syndrome mentioned in the complaint description which might have affected the explantation procedure. Further analysis revealed coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced by means of stylets used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to twiddler&#62688;syndrome. Should additional information be received, this file will be updated